Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with a pre-op diagnosis of l3/4 restenosis, l1-3 lcs. It was reported that there was revision surgery held. After plif was performed on l3/4, restenosis on l3/4 and lcs on l1-3 were performed. Initial surgery was performed on (B)(6) 2019 and plif was performed on l3/4. During revision surgery after right screw (cnsas/7.5*50) on l4 was removed, the replacement so56/cnmas8.5*55 was inserted, torx part of mas lock sleeve screwdriver tip broke. The mas screwdriver broke when an attempt was made to insert the 8.5mm diameter screw into the pilot hole after removing the 7.5mm diameter screw. Since the same solera screw with a different diameter was used, tapping was not performed. At the time of insertion, it seemed that a large torque was applied so that it made a strange noise. No obvious malfunction had been identified on the ratchet handle. There was no malfunction with the initial insertion implants. No fragment of the instrument remaining in the patient. There was no delay in overall procedure time. No patient symptoms, or complications as a result of this event. No in-patient hospitalization or prolongation of existing hospitalization. No treatment, or additional surgery performed as a result of this event. Product used correctly according to the directions given in the IFU/labeling. No further complications were reported.